Event description:
Pt reported experiencing chills, migraine headaches, jaw pain, and aching in their knees, feet, and ankles that keeps them up at night. Pt reports that their md provided unnamed pain medication for the aching. Pt also reported that their pump had a downstream occlusion alarm. Pt advises they opened all clamps, unkinked the tubing, and adjusted the body position but the pump will still not deliver. Pharmacy troubleshooting was attempted and the pt was directed the change their tubing set and recheck after. Pt reported that after changing their tubing they were able to continue infusing as normal. The pt did not provide the defective pump serial number and it is unknown. The reported product fault did occur while in use with the pt. It is unknown if the malfunction caused or contributed to pt or clinical injury. The pump was not replaced as the pt was able to begin their infusion again. This is a continuous, life-sustaining infusion. IV self-filled remodulin pt via a cadd solis pump. Pump returning tracking information is not available. Photographs were not included. Set flow rate and volume delivered are unknown. The position of the pump when the alarm occurred is unknown as it was not reported. No additional information is available at this time.